Event description:
The service report shows that while performing an unrelated service, the nellcor puritan-bennett customer support engineer discovered a loss of audio alarm when the volume control was turned to the minimum setting. The customer support engineer inspected the device and recommended to the customer to replace the utility panel harness. The utility panel harness was replaced by a third party service provider, and the unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.